Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine pacemaker check. It was revealed that an elective replacement indicator alert had been delivered. The physician alleges possible premature battery depletion because the pacemaker had been implanted in (B)(6) 2019. The device is being monitored. There were no patient consequences reported.

Event description:
Additional information - it was reported that the patient deceased due to natural causes, unrelated to the pacemaker system. The pacemaker was explanted postmortem and will be returned for analysis.

Manufacturer narrative:
The reported complaint of premature battery depletion was confirmed. The device was returned at elective replacement indicator (eri). Direct measurements on the internal circuitry revealed high current drain from the hybrid circuitry. Additional hybrid testing concluded that a high capacitor leakage current was the cause of the high current drain and premature battery depletion. A device history record (DHR) review was performed for the hybrid, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The hybrid met specifications prior to leaving the manufacturing facilities.